Event description:
On (B)(6) 2012, it was reported that the pt noticed insulin leaking from a connection on her infusion set. The pt felt well during the day. She ate lunch and bolused insulin after lunch. At 2:00 pm she started to feel nausea and unwell. Her blood glucose level at that time was 33.0 mmol/l (594 mg/dl). The pt changed the infusion set. The following morning the pt¿s blood glucose level was 28.0 mmol/l (504 mg/dl). The pt administered a bolus of insulin. She then went to take a shower and noticed insulin leaking from the connector connection of the infusion set. At 11:30 am she gave herself an injection of 12.0 units of insulin. At 12:00 pm her blood glucose level was 26.3 mmol/l (473.4 mg/dl). The pt intends to remain on injection therapy until she receives new infusion sets. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned of for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a leak at the infusion set connection cannot be verified. No product was returned for evaluation. A retention sample was visually inspected and tested for flow and tightness and no irregularities were found. Additionally, the batch documentation was checked. Device was not returned to manufacturer.